Manufacturer narrative:
Date sent: 10/4/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported that during cholecystectomy procedure, the staples were ejected unformed. Another device was used to complete the case with no patient consequence.